Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) became stuck in the lesion. The target lesion was severely calcified, 100 mm long, and 85% stenosed. It was located in the dorsalis pedis in the plantar arch. During treatment, after four treatments, the crown of the oad became stuck in the lesion. The shaft of the oad was cut and a catheter advanced over the driveshaft. The tip of the support catheter was used to remove the crown from the lesion, and everything was removed from the patient. Following the removal, the procedure was completed with balloon angioplasty. Following the procedure, the patient was stable with no known vascular complications.